Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4), registration number: (B)(4). The fielder xt guide wire was returned for evaluation. The coil with the outermost polymer jacket was elongated distal to the proximal solder that was originally located at 160mm from the tip. At approximately 30mm distal to the proximal solder, the polymer jacket was torn off. At approximately 135mm and 180mm distal to the proximal solder, the core and the elongated coil were fractured respectively. Microscopic observation of the core revealed that the core was slightly sinuous proximal to the fracture end due to torsion. The fracture end of the elongated coil was straightened. Observation by scanning electron microscope found that the fracture surface of the core was flat and the fracture end was twisted. These findings indicated that core fracture was attributed to accumulated torsion. The fracture end of the coil also showed characteristics of fracture by torsion. A plastic piece about 40mm long was returned with the guide wire. Based on coloring and its appearance, it was likely a torn fragment of the polymer jacket. It was identified that the core was fractured at approximately 25mm from the tip where the mid solder was originally located, and the coil was fractured at approximately 130mm from the tip. How much of the polymer jacket was missing could not be identified. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture on the returned fielder xt guide wire. The applied stress would localize and exceed the product design limit when the tip was being trapped by the lesion. Further applied tensile stress generated with removal made the coil and the polymer jacket break apart, separating the tip. It was concluded that this event was not attributed to product quality. Because the retrieved tip was not returned, a possibility remained that some portion of it might be left in the patient. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi fielder xt guide wire became separated during a percutaneous peripheral intervention (ppi) to treat a heavily calcified 90-99% stenosis in the anterior tibial artery through the plantar artery. While the guide wire was used in attempts to cross the lesion and anomaly in wire movement was noted. The guide wire was found stuck in the lesion when the physician attempted to remove it. Further attempts to remove the guide wire made the tip become separated. Three other guide wires were tangled with the separated tip and it was successfully retrieved. There were no adverse patient effects associated with this event.